Event description:
Device malfunction: unknown. Symptoms/ae: hemorrhage/death. Time of symptoms/ae: after vessel closure. It was reported that a physician used a prostar xl device to achieve hemostasis of the right common femoral artery after an interventional procedure using a 20-24fr sheath. Reportedly, one day post procedure, 2007, disruption of the right femoral artery with hemorrhage into the retroperitoneum was found. The anterior wall of the right common femoral artery was repaired with an unspecific bovine patch. Approximately 1 liter of blood was evacuated from the retroperitoneum. The following day, the pt expired. Cause of death was reportedly due to progressive hypotension and bradycardia. Though requested, no additional information was available.

Manufacturer narrative:
(Used device for closure of a 20-24fr sheath access site). Instructions for use states: select the prostar xl 10f device for closure of 8.5 to 10f sheath access sites. The customer reported the device was discarded. The lot# was not identified, therefore, a device history record review could not be performed.